Event description:
On 24th july 2024, it was reported by an arthrex employee via email that an ar-1250lt, step drill for 3.0mm bio-suturetak®, was used to punch holes into the bone to facilitate screw insertion however the drill bit broke during drilling and about 15mm of the broken drill bit remained in the shoulder blade. This was detected during use in a repair of the right shoulder joint capsule and lip surgery on (B)(6) 2019. There was no adverse effect on the patient's original condition, but it may not be possible to perform magnetic resonance examination in the future. It was reported to nmpa as adverse events by hospital. The procedure was completed successfully with the only issue being that the broken piece was left in the patient.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use. (B)(4).